Event description:
It was reported that following vns generator replacement surgery the patient suffered a seizure and was given medication to abort the seizure. The patient's breathing was "too shallow" and the patient was put on a respirator for two days following the surgery. The patient reported that the experienced an out of body experience during the seizure. Attempts to obtain additional relevant information have been unsuccessful to date.